Event description:
Presented pus in the area of application [injection site discharge] ([purulent discharge]) blood in the area of application [injection site bleeding]. Case narrative: initial information received on 14-may-2024 regarding an unsolicited valid serious case from a patient. This case involves a 77 years old female patient who presented pus in the area of application and blood in the area of application after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. At the time of the event, the patient had ongoing knee wear and lack of cartilage. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Since 2021 (three years ago, exact date not provided), by medical indication, the patient was in treatment with synvisc one. On (B)(6) 2024, the patient started using hylan g-f 20, sodium hyaluronate injection in left knee of strength 48 mg/6ml at a dose of 6 ml 1x (once) via intra-articular for knee wear and lack of cartilage patient reported that on (B)(6) 2024 (latency: same day), but she presented pus in the area of application (injection site discharge, purulent discharge - intensity: mild, seriousness: intervention required) (batch number: drsl039a, expiry date: 20-jul-2026) and blood in the area of application (injection site haemorrhage - intensity: mild, seriousness: intervention required) (batch number: drsl039a, expiry date: 20-jul-2026), the patient commented that she had been suffering from the events for approximately 3 weeks. The patient discussed the events with her treating physician, who indicated that the medication did not agree with her, additionally, her physician was performing cures and draining blood from the left knee. Action taken: not applicable for both the events. Corrective treatment: curations and blood drains for both the events. At time of reporting, the outcome was not recovered for both the events. A product technical complaint was initiated on 14-may-2024 with global ptc number (B)(4)for product synvisc one; batch number: drsl039a, expiry date: 20-jul-2026 based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals batch number drsl039a, synvisc one was manufactured on 29aug2023 with expiration date of 31jul2026 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release trend analysis: there were total of two (2) complaints for mother lot drsl039 and sub-batches. 100411849 drsl039 other pharmacovigilance event / syringe issue nos (not otherwise specified) inv-017105 drsl039a other pharmacovigilance event based on investigation and trend analysis, no CAPA (corrective and preventive actions) required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis to determine if a CAPA is required. This review has not indicated any safety issue. Final investigation was completed on 02-jul-2024 with summarized conclusion as no assessment possible. Additional information was received on 02-jul-2024 from quality department. Ptc results were received and added in the case. Text was amended accordingly.

Event description:
She presented pus in the area of application [purulent discharge]. She presented pus in the area of application [injection site discharge]. Blood in the area of application [injection site bleeding]. Case narrative: initial information received on 14-may-2024 regarding an unsolicited valid serious case received from a patient. This case involves a 77 years old female patient who presented pus in the area of application and blood in the area of application with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing knee wear and lack of cartilage since 2021 (three years ago, exact date not provided), by medical indication, the patient is in treatment with synvisc one. On (B)(6) 2024, the patient started using hylan g-f 20, sodium hyaluronate injection in left knee of strength 48 mg/6ml at a dose of 6 ml 1x (once) via intra-articular for knee wear and lack of cartilage patient reported that on (B)(6) 2024 (latency: same day), but she presented pus in the area of application (injection site discharge, purulent discharge - intensity: mild, seriousness: intervention required) (batch number: drsl039a, expiry date: 20-jul-2026) and blood in the area of application (injection site haemorrhage - intensity: mild, seriousness: intervention required)(batch number: drsl039a, expiry date: 20-jul-2026), the patient commented that she had been suffering from the events for approximately 3 weeks. The patient discussed the events with her treating physician, who indicated that the medication did not agree with her, additionally, her physician was performing cures and draining blood from the left knee. Action taken: not applicable for all events. Corrective treatment: curations and blood drains for all events. At time of reporting, the outcome was not recovered for all events.

Manufacturer narrative:
(B)(4) company comment dated 20-may-2024: this case involves 77 years old female patient who presented pus in the area of application and blood in the area of application that required surgical intervention occurred with the use of medical device hylan g-f 20, sodium hyaluronate. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. The corrective treatment curations and blood drains used for treat events cannot be neglected. A better description including chronology, as well as information on family history if any and relevant medical history of the patient, concomitant medications, preexisting/concurrent risk factors are currently missing. The case will be reassessed based on follow-up information that will be received.